Manufacturer narrative:
The product investigation consisted of a review of the device history record and/or batch record review as the product was not returned to the failure analysis lab. The conclusion of the product investigation concluded that the cycler met requirements. The clinical investigation concluded that the event occurred on (B)(6) 2011 and that the pt was diagnosed with peritonitis 9 days later. Therefore, it is not likely that these events are related and there is no evidence of causality between the products in use at the time of the diagnosis of peritonitis and that the events appear to be separate. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The pt called the technical support group for assistance with the end process treatment phase. During the course of the call it was discovered that there was fluid leakage in the cassette door.